Manufacturer narrative:
The device was not returned for analysis. A review of the account provided photos and video confirmed the reported tip break. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported tip break/confirmed stretched/unraveled coils and the noted separated core. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the diagonal branch. At the end of the procedure, the bmw universal guide wire was removed from the patient and it was noted the guide wire had delaminated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.